Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-11922- device 4 of 14.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue with 14 infusion sets adhesive on (B)(6) 2024.the infusion set fell off during use. The infusion set was in use for 2-4 hours. The patient confirmed the set fell off while doing physical activity/sweating, swimming, or bathing.the blood glucose level was 15-17 mmol/l. Relevant treatment for high blood glucose included correction bolus via pump, mdi and changed infusion set. The patient replaced infusion set and resumed insulin successfully. No further information available.